Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. Concomitant medical products: 6947m62, implantable tachy lead, (B)(6) 2014. (B)(4).

Event description:
It was reported that three months after implant, the patient developed bacteremia. The implantable cardiac defibrillator (ICD) and leads were removed. No further patient complications have been reported as a result of this event.